Manufacturer narrative:
Photos were returned for analysis. A review of the photos confirmed the leak and indicated that the bowl connector was no longer connected to the bowl outlet. The connector is designed to press fit onto the bowl port, relying on an interference fit. The centrifuge leak was likely caused by a loose connection between the bowl connector and the bowl port, and not at the bowl seal per the complaint. A root cause for why this connection detached could not be determined based on the information provided; as no manufacturing defects were confirmed. Quality assurance specification inspections for the bowl connector are both dimensional and visual. The quality assurance specification inspection for the engagement of the bowl connector onto the bowl nest is visual, occurring once at startup and then once every two hours through production. These controls are felt to be adequate. A review of the device history record found no related nonconformances, and there were also no related nonconformances found for the mating parts. The lot had passed all lot release testing. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d746 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, leak centrifuge alarm, centrifuge bowl leak/break, and tubing-damaged. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that a leak centrifuge alarm occurred during the first cycle of a treatment. The customer stated that they found a leak at the rotation seal of the centrifuge bowl. The customer reported that the outgoing centrifuge tubing line disconnected when they checked the bowl. The customer stated that they aborted the treatment with no blood/products returned to the patient. The customer reported that the patient was in stable condition. Photos were submitted for investigation.